Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and powered up in normal mode and passed testing; however, the illuminator was returned without the lamp module. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci assisted prostatectomy procedure, the customer reported the illuminator would not power on. An isi technical support engineer (tse) advised to check the ac power cord connection but the surgeon made the decision to complete the procedure using an external illuminator. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer verified the power cable was seated firmly after the procedure completed. The illuminator was able to power on but the lamp would not ignite. A isi technical field specialist (tfs) was dispatched to the facility but was unable to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.